Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported recognizable ring image artifacts. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. This event is currently under investigation.

Manufacturer narrative:
The customer reported a recognized ring artifact in patient brain and thorax images. The philips field service engineer (fse) arrived onsite and evaluated the CT system. The fse first completed a bad detector test which passed. The fse then inspected the a-plane collimator and determined the compensator had failed with a crack. The fse replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no harm to a patient. The system is operational. This issue was determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.